Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of 050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Dark ring is observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Dark ring is observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.